Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation resistance was felt when removing the protective sheath of a 3.5 x 15 mm nc trek balloon dilatation catheter, and could not be removed. Force was applied, but the sheath still could not be removed and the device was not used. The procedure was successfully completed with a 3.5 x 12 mm nc trek. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.